Event description:
Pt contacted manufacturer directly. Had plugs put in all 4 puncta in 2002. Experienced excessive tearing by fall and requested removal. Inserting physician removed one plug and referred pt to another, more experienced doctor who removed the other lower plug. Still has a plug in the left upper. Pt then contacted another physician that recommended surgery. Pt is currently pursuing non surgical remedies.